Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a patient's blood oxygen saturation decreased while using a ventilator. The ventilator was returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's oxygen blending module board and sensor board were replaced to address the issue.

Event description:
The manufacturer received information alleging a patient's blood oxygen saturation decreased while using a ventilator. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.